Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, g.3, h.6.

Event description:
Patient has reported via physician report "inverted nipples, hypoechogenic bulge, intracapsular implant wall damage, stratified layers of the wall in silicone, lymph nodes , masopathic tissue, microcalcifications and large cysts. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4., d.7, h.4., h.6. Visual analysis of the photographs identified device patch with lot number 2753162 and catalog number mx-370, red particles on the shell, red biological tissue and broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient has reported "inverted nipples, hypoechogenic bulge, intracapsular implant wall damage, stratified layers of the wall in silicone, lymph nodes , masopathic tissue, microcalcifications and large cysts. Device remains implanted. This relates to the left side.